Manufacturer narrative:
Siemens healthcare diagnostics has investigated the issue. The investigations have confirmed that samples containing fluorescein may show interference with the advia centaur systems tsh3 ultra. Samples containing fluorescein can produce falsely depressed values when tested with the advia centaur tsh3 ultra assay. With fluorescein interference, observed tsh3 ultra values can be as low as <0.01 miu/l. Samples should be resubmitted post fluorescein clearance to ensure there is no interference with tsh3 ultra test results. As a result, an urgent medical device correction (10818152) was sent to customers in the united states and an urgent field safety notice (10818132) was sent to customers outside of the united states in april 2014, to inform them of this issue.

Event description:
A falsely low advia centaur xp tsh3-ultra result was obtained for a patient sample. The patient sample was tested on an alternate test method and the result was as expected. The serum sample was noted to have a green fluorescent tinge. A fluorescein angiogram was performed on (B)(6) 2014. Patient was injected with fluorescein. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.